Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and functional testing for multiple hours without issue. Full checkout completed. No issue found. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed gas leak alarm. There was no patient involvement reported.